Manufacturer narrative:
The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed through the adc fa16may2006 letter.

Event description:
The customer reported that the unit of measurement setting of their freestyle flash meter changed. During the course of the investigation on the returned meter it was confirmed that the meter was exhibiting the memory overwrite malfunction. There was no report of death, serious injury or mistreatment.